Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the real time of the motor stall was not known, but the next morning everything was right and the patient was fine. It was estimated the stall lasted between 3 and 15 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal sufentanil at an unknown dose and concentration via an implantable pump. It was reported that the patient underwent an MRI at 12:50pm on (B)(6) 2021. Before the MRI was started, the pump was programmed to minimal infusion rate. At 2pm on (B)(6) 2021, the pump was interrogated for control, and it showed ¿motor stall occurred¿ the pump was reprogrammed to the initial infusion rate without solving the issue. Interrogation at 3:30pm on (B)(6) 2021 still showed motor stall. The patient was given oral medication to prevent drug withdrawal. The pump will be interrogated again ¿in the next hours¿ (from (B)(6) 2021) to check. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. Additional information indicated that the hcp¿s notes from 2021-jun-22 showed that pump ¿worked normal, and the patient was fine¿. The patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. The pump was implanted in (B)(6) 2017 (no further specific date was provided).